Manufacturer narrative:
Additional information: b5, d4(serial #), d10, g4, h3, h4, h6. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open video assisted thoracoscopic surgery, the reload would not release off the adapter. It was also reported that when the stapler was loaded onto the lung tissue and was clamped, an error message with an image of the handle in red came up on the display screen. An attempt to open the jaws to release the lung tissue was made but the jaws would not open. A manual retraction tool was used to open the adapter and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of signia powered handle. Analysis of the system logs found a software error. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the reported condition was determined to be a software fault that is due to software restrictions on the capacity of the queue. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open video assisted thoracoscopic surgery, the reload would not release off the adapter. It was also reported that the jaws of the device locked on tissue and a manual retraction tool were used to open the adapter and complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There were cracks on the external housing, which are indicative of using the incorrect cleaning wipes. Visual inspection noted that there was a burnt in section of the oled screen. Functional testing showed no abnormalities, the device was fired successfully. Analysis of the system logs showed a "fatal error; event_get_new" error. The powered handle would display the device power handle error (red circle with a line) during that fatal error. Additionally, there were no signs in the logs of the device jaws not opening. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The reported condition that the jaws would not open could not be confirmed. The cause of the error message is due to a software restriction on the capacity of the queue. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected unreported conditions of cracks on the external housing and of screen burn in that have no relationship to the reported condition. The power handle carries an ipx3 rating according to which only provides protection from spraying water. The handle is instructed to be cleaned per instructions for use (IFU) which states to "wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿*tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. No further actions have been deemed necessary at this time. The root cause of the oled screen having a burnt in section on its display is due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are connected to the handle, the amount of time it takes the screen to shut off is extended. A cross functional team has reviewed the risk and rate of occurrence for this failure and has determined that no corrective actions are warranted at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.